Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The product was not returned for evaluation, however, a retained sample of the batch was evaluated. Complaint sample was evaluated and the reported event was not confirmed. No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The complaint was not confirmed and the device analysis indicated that the device met specification. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that after the cement implantation the polymerization was not as usual. The cement did not warm or harden as anticipated and the consistency was not uniform. The cement was removed and the procedure was completed with another batch. No further information has been made available at this time.